Event description:
It was reported that the customer fell in the pool while wearing the insulin pump and water in the device was visible. It was stated that the insulin pump had an error alarm. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. No moisture damage noted on the electronic or motor assembly.